Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not in clinical use. A philips field service engineer (fse) inspected the system onsite and confirmed that the system would not start. Troubleshooting actions showed a problem with the host pc. The fse reloaded the host software. After the software was reloaded the system started but was running slowly. The fse then replaced the hard disk, reinstalled the software, and returned the system to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not startup. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.